Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation and hives. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. :14421-aw rev h 01/16. Using the pod 5 / page 44. Living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that, when she removes the pod, the skin is bright red and she breaks out in hives all over her body. She saw her endocrinologist who prescribed zyrtec and radistine. Pod worn between 4 and 24 hours.